Event description:
Customer reports the following advantage system/hospital system results: comparison 1: 399mg/dl-171mg/dl. Comparison 2: 377mg/dl-176mg/dl. Comparison 3: 377mg/dl-171mg/dl. Comparison 4: 399mg/dl-176mg/dl. Comparisons performed within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.